Event description:
Results of diagnostic testing, with various impedance load values, indicated the opened but unused device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications . Visual inspection results revealed no external device abnormalities. The as-received internal device data for the opened but unused generator showed that the last 25% change in the impedance value was estimated to have occurred on the date of surgery ((B)(6) 2015), where the impedance value changed from a normal limits range to high lead impedance. A comprehensive automated electrical evaluation showed that the explanted pulse generator performed according to functional specifications. The as-received internal device data for the explanted generator showed lead impedance within normal limits prior to explant. There were no adverse functional, mechanical, or visual issues identified with the returned generators.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery on (B)(6) 2015 due to low battery, the replacement generator was tested with the existing lead and diagnostic results showed a high impedance condition. The lead pin was re-inserted into the generator header but the impedance issue did not resolve. The lead was connected to the explanted generator and lead impedance was within normal limits. A backup generator was used for the replacement procedure. Review of the available programming and diagnostic history showed only one system diagnostic test was performed on the date of surgery which showed high impedance (impedance value >= 10,000 ohms). The explanted generator and opened but unused generator have been returned to the manufacturer where analysis is currently underway.